Manufacturer narrative:
(B)(4): neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.

Event description:
It was reported that in 2009, the patient presented to sought treatment for back pain. In (B)(6) 2009, the patient underwent spine surgery using rhbmp-2/acs. Immediately following surgery, patient's pain increased in intensity. The patient continued to follow up with and complained of the new and increased pain. The patient attempted to relieve her pain from surgery with various types of therapy and treatment, but nothing helped her discomfort. Allegedly, the patient continued to suffer from severe and constant back pain as a result of surgery.